Event description:
It was reported that a patient died. Per DISRUPT-AF report, the patient died 180 days after a pulse field ablation procedure performed with Farawave catheter. The cause of the death remains unknown. No more information was provided. The device will not be returned.

Manufacturer narrative:
A1 Patient Identifier:(b)(6)With all the available information, Boston Scientific (BSC) concludes:Investigation summary: The device did not return; therefore, product analysis could not be performed. Based on the investigation, the reported Death could not be confirmed as related to a device malfunction or product performance issue.Device History Record ReviewThe manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.Device Technical AnalysisThe FARAWAVE catheter was not returned, therefore returned device analysis could not be performed.Labeling ReviewBased on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.Risk ReviewA review of the FARAWAVE device risk documentation was completed and confirmed that the event of Death is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion BSC has assigned an investigation conclusion code of Cause Not Established for the reported Death and Injury, NOS. The patient reportedly died approximately 180 days after undergoing a pulse field ablation procedure performed with the FARAWAVE catheter. However, the cause of death remains unknown, and no clinical information was provided to identify the underlying pathology, precipitating event, or sequence of events leading to the patient's death. In the absence of medical records, physician assessment, autopsy findings, or other objective evidence, the investigation could not establish whether the reported outcome was related to the patient's underlying medical condition, the index procedure, or another unrelated factor. The device was not returned; therefore, product analysis could not be performed to assess device performance. There were no allegations of a quality or manufacturing deficiency leading to the reported adverse event, and no further investigation can be performed as the device was disposed of.

Manufacturer narrative:
A1 PATIENT IDENTIFIER: (B)(6). IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED.

Event description:
IT WAS REPORTED THAT A PATIENT DIED. PER DISRUPT-AF REPORT, THE PATIENT DIED 180 DAYS AFTER A PULSE FIELD ABLATION PROCEDURE PERFORMED WITH FARAWAVE CATHETER. THE CAUSE OF THE DEATH REMAINS UNKNOWN. NO MORE INFORMATION WAS PROVIDED. THE DEVICE WILL NOT BE RETURNED.